Event description:
It was reported that the patient stated the device alerted at 3am, 4am, and 8am. A previous remote transmission from 25 days prior was reviewed and it indicated no alerts, nor adverse clinical observations. It was later reported that a new remote transmission was made in which an alert was triggered for high right ventricular high voltage (hv) lead impedance. Analysis of the lead impedance data revealed that the high impedance measurement was within the baseline specification range when compared to previous impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly hv - lead impedance trend data shows an increase for max defib active can on impedance equal to 82 to 111 ohms peak between (B)(6) 2012, then returning to 90 ohms on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.